Manufacturer narrative:
Following receipt of an FDA warning letter (13-nwj-08), this case was re-opened and re-evaluated by the product safety and reportability committee. As a result, the medical determination is being changed to serious. The complaint narrative described a malfunction (leakage) that led to the exposure of a skin grafting to fecal matter. The complainant mentioned the possibility of a life threatening infection arising from this exposure but also reported that the infection was prevented due to a prompt intervention by medical staff. This event occurred in (B)(6) 2012, at the last communication in (B)(6) 2012, the pt's skin graft wound was reported as "improving." Additional information was received from the user facility - the following are the responses to questions asked in our standard questionnaire: on what part of the body was the graft wound located? The graft wound is located on the back, all along. Was the graft wound covered or open: covered with non-occlusive dressing. Did fecal matter actually come into contact with the wound? Yes. If yes, was the wound infected as a result? Due to our fast response of immediately replacing the system (in a few hours), we have managed to prevent continuous exposure and possible complications. In the clinician's opinion, was there a delay in would healing in this case? Due to our fast response of immediately replacing the system (in a few hours), we have managed to prevent continuous exposure and possible complications. Did the event lead to a prolongation in the duration of hospitalization? We have no data to answer this question. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared to other methods. The possibility of contamination and wound infection cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. On the basis of the re-evaluation of this case, following the receipt of warning letter 13-nwj-08, this case is deemed to be a serious injury [as the potential for serious injury cannot be ruled out if the malfunction were to recur]. An investigation was conducted and no further action is required based on the investigation results: a review of the device history records was performed and no discrepancies identified. Retain samples were tested and all met specification. No nonconformance related to manufacturing process was identified. Reported to the FDA on (B)(4) 2013. The actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Complaint identified in a warning letter received from the FDA (13-nwj-08). Complaint received from (B)(4). Product damaged - fms puncture. Puncture/tear/cut/hole in balloon. The balloon came out, half inflated. There was a drip of water from the balloon. Report is being submitted due to intervention by medical staff to prevent serious injury caused by leakage of fecal matter on recent skin graft on back of pt.